Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedance. The patient underwent a spinal cord stimulator (scs) lead replacement procedure. Additional information was received that was doing well postoperatively and the explanted lead will not be returned.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedance. The patient underwent a spinal cord stimulator (scs) lead replacement procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a month prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6).